Manufacturer narrative:
Result : the cat3 was ovalized 18.0 cm from the distal tip and kinked 20.1 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the physician found the device had "collapsed" when it was removed from a sheath. Evaluation of the returned device revealed kinks and ovalization in the distal shaft. This type of damage typically occurs due to improper handling during use. If the device is manipulated within anatomy at angles greater than those listed in product specifications, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00288.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter. During the procedure, the physician attempted to aspirate using the cat3 catheter and it became ovalized. The cat3 catheter was removed and the procedure continued using a second cat3 catheter. The cat3 was used, however, the physician was unable to aspirate thrombus and decided proceed using lysis instead of continuing the mechanical thrombectomy procedure. There was no report of an adverse effect on the patient.